Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close an atrial septal defect balloon sized to 12mm. Following implantation, the device was assessed with transesophageal echocardiography and a structure was noted on the left atrial eyelet. The physician was unsure if the structure was tissue or thrombus and heparin treatment was continued. Later the same evening, the physician decided to send the patient to surgery for removal of the occluder and surgical repair of the defect. The patient was doing well following surgery.

Manufacturer narrative:
Electronic files containing a transesophageal echocardiographic image was received for review. A gore® cardioform septal occluder is visualized fully deployed on the atrial septum. The device appears to be in a satisfactory position, however without additional imaging this cannot be confirmed. There appears to be an unidentified structure attached to the left atrial eyelet and it is protruding into the left atrium. From the imaging provided the appearance of the structure is consistent with that of a thrombus.

Manufacturer narrative:
(B)(4).